Manufacturer narrative:
No product returning for evaluation. Should new information become available, supplemental form will be submitted.

Event description:
It was reported the customer experienced high blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Cartridge is typically changed every 4 days.